Manufacturer narrative:
Other relevant device(s) are: product ID: 305901, serial/lot #: unknown, ubd: , (B)(4) apply to product ID: 305901. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and health care professional (hcp) regarding a patient with an external neurostimulator for urge incontinence and urgency frequency. It was reported that the patient asked if the therapy would affect her bowels because since getting the procedure, her bowels had been rumbly. It was also reported that the patient cut the lead during the trial. The hcp stated that they searched the patient's skin to find the extension of the lead to grasp, in order to remove the cut lead. The hcp mentioned that the patient was seen for lead removal from the trial and they found that the patient had cut the lead at the skin so the lead was not able to be removed. The hcp noted that the internal component remained in place. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.